Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported check button on the nav-ring is not working. The customer reported no patient involvement.